Event description:
It was reported that the communicator made a short circuit. A boston scientific technical services (ts) requested communicator replacement. No adverse patient effects were reported. The communicator was replaced.